Event description:
It was reported that the lvp (large volume pump) module 8100 had over infused. There was patient involvement reported with no patient harm. Although requested, further information not provided.

Manufacturer narrative:
The customer¿s report that the lvp (large volume pump) module 8100 had over infused was not replicated during testing. The logs identified the most recent infusion was on (B)(6) 2021. The log shows the user programming heparin at a rate of 21.8ml/hr and vtbi 450ml. The infusion is started. During the infusion the logs record a channel disconnection (power related) followed by the device being channeled off for unknown reasons. The total volume infused is 30.31ml rate accuracy testing found the device to be delivering within specification. Inspection of the source pump module found the upper platen post to be broken off. Depending on the orientation of the platen when the door is closed, can lead to periods of unregulated flow. Inspection of the pumping mechanism found no irregularities. The pump module was being used for treatment. The disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor. Note: the mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The probable root cause of the customer¿s report that the lvp (large volume pump) module 8100 had over infused is believed to be attributed to the broken upper platen hinge post. Prior investigations (failure investigation report lvp platen upper hinge dir no.: (B)(4)) have found that a broken upper platen hinge post can lead to periods of unregulated flow if the platen becomes misaligned when closing the door. The probable cause of the broken platen upper hinge post is suspected to be caused when the door is forcefully closed with an external object lodged between the platen and bezel. Device history review: a review of the device history record showed the device had a manufacture date of 04/09/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided. Although requested, device not returned.

Event description:
It was reported that the lvp (large volume pump) module 8100 had over infused. There was patient involvement reported with no patient harm. Although requested, further information not provided.